Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. During the replacement procedure, the lead exhibited removal difficulties. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.